Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that their implant is not working. Caller stated they can't get it to charge or turn on. Caller added that they charged the antenna and changed the batteries in the remote, but the stimulation won't come on. Agent asked caller if they were able to recharge the implant when they had the antenna over the implant, and caller said they don't know. Caller noted that in december they had a lot of gallbladder problems and had surgery in march, and they were told to turn the implant off during the surgery and haven't recharged it since then. Agent had caller attempt to connect the recharger to the implant. Caller saw the poor communication screen. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. It was reported battery will not charge. New battery being installed (B)(6) 2024.

Manufacturer narrative:
H6: addition of a0706. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.